Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the audio bolus button was unresponsive. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
(B)(4): the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons responded normally. The audio bolus button was also responsive. The keypad cover was removed for investigation and revealed contamination under the contrast and up arrow button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A leak test was performed revealing a leak at the crack in the battery compartment. The cover was removed from the pump for investigation and revealed no moisture or moisture damage inside the pump.